Event description:
Six year old pt had a 22 gauge IV catheter, which was found to be either sheared or broken. The IV was placed in ER before pt was transferred to the pediatric ward. After 1-1/2 days indwelling, the nurse found that the catheter was broken. Pt was x-rayed catheter piece was not found.